Manufacturer narrative:
As the reported event was a software issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. The serial number was not provided; therefore, a manufacturing review could not be performed. A CAPA investigation is in progress for the reported issue. Should additional revelant information become available, a follow-up report will be submitted. This report is logged under (B)(4).

Event description:
It was reported that upon scanning a compounding order label created using abacus, the patient name and order displayed was incorrect and didn't match the patient name on the label. During trouble shooting baxter technical services found the abacus database had recently been restored to an earlier version, indicating order numbers may have been repeated as a result. This issue was resolved by baxter technical services by having the customer manually increment the order number beyond the last order saved in the abacus database and generate new labels with the incremented order numbers. There was no patient involvement. No additional information is available.